Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a flo-gard infusion pump with failure code 2 was confirmed but not duplicated during product evaluation. This condition was caused by the downstream occlusion calibration being out of specification. The customer refused the service estimate; therefore, no repairs were made to the device and the device was returned to the customer unrepaired and unverified. A service history review revealed no previous service events were related to the reported condition. (B)(4). Baxter will continue to collect product complaints, but periodic monitoring/trending and analyses of the u.s. Complaints for product improvements will no longer be required. Baxter will continue to monitor and report on death and serious injury events and follow existing escalation processes to assess the impact on patient safety. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
During a review of the pump's event history by baxter personnel, a flo-gard infusion pump was found to have experienced f2 two times on the reported occurence date. During device evaluation, the upper hinge stop, lower hinge stop and latch stop were found broken on the door of this device, indicating that these occurences of f2 represent false occlusion alarms. There was no patient involvement. No additional information is available.